Event description:
Over a period of a few days, several patients receiving 46 hour continuous infusion 5-fu from cancer center reported pump alarms beeping after several hours of the infusion running. Alarm note states "no disp. Pump won't run" despite the cassette clearly attached to pump. First intervention was to swap out pump with new pump which worked for several patients. In other cases, new cassettes were made for the remaining drug to infuse. The cassettes involved were 100 ml. The belief is that it is likely that the involved lot numbers were 4084909, 4095686 and 4092493. It is believed that our other inventory is less likely to be involved (lot numbers:3962247,3983320,4060911,4084910).